Event description:
It was reported to boston scientific corporation that a radial jaw pulmonary single-use biopsy forceps was used during a bronchoscopy procedure to perform a lung biopsy. According to the complainant, after positioning the device within the right main lung stem, an attempt was made to open the forceps jaws. However, one of the pull-wires broke. No part of the device fell into the patient. The device was removed from the patient and the procedure was completed with another radial jaw pulmonary single-use biopsy forceps device. Additional information was received that indicated that the clevis separated from the catheter, but remained attached by the pull-wires. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.